Event description:
It was reported that the lead was capped due to oversensing.

Event description:
Additional information received indicated that an increased pacing threshold and externalized conductors via fluoroscopy were also observed.